Event description:
The customer reported that he was taken to the emergency room due to diabetic ketoacidosis, with blood glucose levels of 518 and 616 mg/dl. The customer stated that he experiencing vomiting and headaches. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery anar low reservoir alarms in the alarm history. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window and a cracked reservoir tube.